Event description:
Retropubic suburethral sling procedure utilizing boston scientific advantage prolene mesh. Continued post-op pain: partial sling removal/release done in (B)(6) 2009 - no relief. Received numerous medication trials for nerve pain, physical therapy (pelvic) ongoing, pessaries, bladder instillations, two pudendal blocks, vaginal injections (7), treatment for post-op hematoma after 2nd surgery: sling partial removal. Continued pain two years after insertion on norco for pain.